Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. Customer reported that there was fluid under the display. The troubleshooting was not performed. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.